Event description:
The customer reported a leak from pinch valve vl49 involving a coulter hmx hematology analyzer with autoloader. The customer indicated that 20 cc of fluid had leaked and was not contained within the instrument. The customer noted that diluent comparisons were also out of limit during the event. The customer was wearing personal protective equipment consisting of goggles, gloves and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed a hole in the tubing at pinch valve vl49. The fse also noted intermittent aspiration errors and blood detector which needed adjustment. The fse replaced the tubing at vl49 and adjusted the blood detectors which resolved the leak and aspiration issues.

Manufacturer narrative:
(B)(4).